Event description:
Surgeon reported a patient reaction to the panacryl suture used in a shoulder plication procedure. Specifically, six months following initial procedure, the patient developed progressive arthritis, degeneration and chondrolysis. Patient arthroscopic procedure.